Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the upper and lower cases were broken, the battery release was contaminated, the ring cover and both bail covers were broken, the lead flex cover was broken, the battery contacts were compressed, the ring was bent, the battery drawer was contaminated, the keyboard was scratched, and the display was out of electrical specification (missing pixels).

Event description:
It was reported that cracks were found in the atrial and ventricular inputs during inspection. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).